Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and slda appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system was advanced without issue, but grasping was difficult; however, was placed and deployed. When the clip was released, a single leaflet device attachment (slda) occurred. A second clip was deployed next to the first clip to stabilize the slda clip. The procedure ended at that time with the patient in stable condition. The final mr was grade 1-2. There was no adverse patient sequela or a clinically significant delay in the procedure reported. No additional information was provided.